Event description:
The customer ran a test on the a1cnow kit and received a reading of 5.2%. He then ran another test on a second a1cnow kit with a reading of 7.2%. The difference between the tests could be clinically significant.the customer declined replacement product and did not provide further information before disconnecting the call.

Manufacturer narrative:
The second a1cnow lot# involved: 1300767, exp 11/08/2014. The manufacture date 05/08/2013. The call ended before the customer's personal information was provided.